Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed two small wounds under the left electrode. The patient's doctor recommended the patient to put bandages over the sores. Follow-up indicated that the wounds were almost gone.